Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low sensor value and a blood glucose level of 26 mg/dl. Customer's mother gave him correction. Customer was advised to turn off the sensor and turn on as new to calibrate. Customer stated there was a problem with the second sensor. The first sensor alarmed sensor end after two days. Customer will send email login to carelink with more information and it will be analyzed. No additional information provided.